Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
During surgery, a fixation of the instruments was loosened and they moved. Therefore a patella of the patient was shaved diagonally.

Manufacturer narrative:
An event regarding a loose connection using a patella clamp handle was reported. The event was not confirmed. Further information was provided as per first request response, the products have been confirmed that they are completely functional. Device history review indicated that all devices met specification at the time of manufacture. Complaint history review found no other events for the subject device lot. Conclusions: the exact cause of the event could not be determined because. Not performed as no items were returned. Further information was provided as per first request response, the products have been confirmed that they are completely functional.

Event description:
During surgery, a fixation of the instruments was loosened and they moved. Therefore a patella of the patient was shaved diagonally.